Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis infusion pump had serial number mismatch was identified, where the external label displayed a different serial number than the internal device serial number. The event occurred during testing and no patient involvement reported.

Manufacturer narrative:
H3 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log revealed no error codes. A 12-month service history check showed that a previous repair, submitted for a scratched lens, had no recorded completion date. Based on the complaint review, the prior repair was determined to be related to the current issue. Visual inspection found that the serial number on the external label was incorrect. The complainant¿s allegation was confirmed, and the rear label was replaced. The probable cause was identified as an incorrect serial number on the label. The device successfully passed all functional testing.